Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the roadrunner uniglide hydrophilic wire guide would not advance through the catheter during a peripheral arterial disease procedure, and then it was difficult to remove from the catheter. The wire was found to be sticky and tacky, and the balloon could not be advanced over it. It was later discovered that the hydrophilic coating had separated from the device. The wire and balloon catheter were removed together, and the procedure was completed with another manufacturer's device. There were no injuries or additional procedures, and no pieces of the device were left in the patient.